Event description:
During a laparoscopic cholecystectomy procedure, the clips were not completely forming the clips after two or three times. The surgeon tried to dry fire the device and the device jammed. A different device was used to complete the case with no pt consequence.